Event description:
Revision surgery - due to fall lower body component/ruptured patella tendon

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00167; 241-01-105, s809 - trauma, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.